Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A root cause for the reported event and a correlation to pump could not be determined throughout this evaluation. Review of the patients log file revealed a time stamp reset which is indicative of a total loss of power to the system controller as well as low flow and low speed alarms prior to the pump ramping back up to speed. It was communicated that the patient fell and following the fall became unconscious. The patient was admitted and later noted to have an anoxic brain injury. Care was ultimately withdrawn and the patient expired on (B)(6) 2015. A full evaluation of heartmate ii lvas could not be conducted because the pump was not returned as the device was not explanted; however, the external components were returned and summarized as follows: (B)(4). The data log file was successfully retrieved from the returned system controller serial number (B)(4) and contained approximately 7 days and 15 hours of events. The information recorded during the first 5 days and 13 hours, from time stamp of day 23, 23 hours and 32 minutes to day 29, 12 hours and 19 minutes, revealed normal system operation. The data captured at the time stamp of day 29, 12 hours and 19 minutes revealed that the system lost power. The associated voltage levels indicated that the system controller was connected to a power module and there was no power cable disconnect alarm recorded prior to the event. The power was restored and the system remained operating at 9200 rpm followed by two power interruptions. The remaining data, approximately 2 days, 2 hours and 8 minutes, indicated normal system operation. The returned system controller was functionally tested while connected to the returned power module patient cables, returned power module and a test hmii pump. The system operated as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to the returned power module patient cables, returned power module and a test hmii pump with no adverse events or alarms noted. All power connections between the system controller and the power module patient cables and between the patient cables and the power module were inspected and there were no issues observed. The connection of the power module (pm) patient cables to the power module was tested per the instructions for use and no problems were identified with the connection for both returned pm patient cables. Tugging on the black strain relief of the pm patient cable where it connects to the power module per the instructions for use confirmed a secure connection on both pm patient cables. Although the investigation was unable to identify a specific root cause for the reported event, the atypical power interruptions recorded in the log file appeared to be related to unintentional disconnection of the patient cable from the power module. Patient cable (lot no 34756240210) inspection of the returned 14 v pm cable revealed the cable was intact and in used condition. The power connectors and the 16 pin lemo connector appeared unremarkable. The returned pm cable was operated for extended period of time while connected to the returned system controller, returned power module, returned display module and test hmii pump; the system operated as intended with no alarms active. The white and black power cables were independently disconnected and the system functioned as intended supported solely by either cable with no active alarms. The cable was tested for any continuity/resistance issues using a micro-ohm meter, and the results of the test did not indicate any issues with the internal wires. Patient cable (lot no 11015021302) inspection of the returned 14 v pm cable revealed the cable was intact and in used condition. The power connectors and the 16 pin lemo connector appeared unremarkable. The returned pm cable was operated for extended period of time while connected to the returned system controller, returned power module, returned display module and test hmii pump; the system operated as intended with no alarms active. The white and black power cables were independently disconnected and the system functioned as intended supported solely by either cable with no active alarms. The cable was tested for any continuity/resistance issues using a micro-ohm meter, and the results of the test did not indicate any issues with the internal wires. Power module the evaluation of the returned power module serial number (B)(4) did not identify any correlation between the returned device and the reported event of a pump stoppage. The power module was functionally tested using the lab test equipment with no issues observed. A full functional test was performed on the power module which passed all testing. Display module the evaluation of the returned display module serial number (B)(4) did not identify a correlation between the returned device and the reported event of a pump stoppage. The display module was functionally tested using the lab test equipment with no issues observed. A full functional test was performed on the display module which passed all testing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of vertigo and experienced vertigo throughout the day on (B)(6) 2015. The patient's mother-in-law reportedly rushed into the room when the patient fell and the patient communicated with his mother-in-law. By the time the patient's wife got upstairs, the patient was unconscious. The patient's bleeding was confirmed to have been due to physical trauma from the fall while shaving. The bleeding was not related to the vad. The patient had reportedly been unconscious for approximately 20-25 minutes before the ems arrived. The patient was connected to the power module the whole time while the patient was unconscious and the ems switched the patient to batteries for transport. The patient was switched to a power module when he arrived at the implanting center and remained on tethered support while re-admitted. The patient reportedly did not wake up after being re-admitted to the hospital. Anoxic brain injury was reportedly noted on the neurology report on (B)(6) 2015. Support was withdrawn from the patient on (B)(6) 2015 and the patient expired.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s wife called to report that the patient had been experiencing vertigo throughout the day on (B)(6) 2015. At an unspecified time, the patient was shaving while seated on the bed and reportedly fell off the bed. The patient was reportedly bleeding, but was communicating with his mother after the fall. The patient was reportedly unconscious when his wife found him at around 12:25 pm lying on top of the system controller. The system controller was connected to the power module and was exhibiting a loud beeping sound. Emergency medical services (ems) was called, and when they arrived, they noted that the patient had normal electrical activity based on his electrocardiogram and the pump was found to be functioning (the green light was illuminated on the system controller). The patient was intubated, switched to battery support, transported to a nearby hospital, and then transferred to the implanting center. It was reported that the patient was switched to battery support and back to the power module without accident. No additional information was provided. The system controller log file was submitted for review. Scattered pulsatility index (pi) events were noted, including four low flow alarms with accompanying pi events in which the pump speed decreased to zero. The system controller regained speed in each case with normal activity captured again.